Event description:
It was reported that an ambulance was called when the customer's blood glucose went below 10 mg/dl. Customer was treated with dextrose, two bottles of orange juice and food. It was unknown how long the customer's blood glucose was low as he fell out of bed and was found laying on the floor. Troubleshooting was performed with the customer's insulin pump. The date was inaccurate. Customer reportedly had trouble suspending the insulin pump and it had to be removed from the site to stop receiving insulin delivery. It was stated the customer's doctor had changed the time to military time and changed the settings. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.